Manufacturer narrative:
Exact date unknown, event occurred back in 2017 the date the manufacturer became aware of the event. Explant date: back in 2017.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. No further information has been obtained despite good faith efforts.